Event description:
A malfunction was reported with a displayed malfunction code 19. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the defective pump with a new one featuring updated software. The customer will use a backup insulin pump while awaiting the replacement and was provided with training and instructions on how to put the original pump into storage mode. The customer acknowledged the procedures for receiving the new pump and returning the faulty one.